Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported allegedly under infused heparin was not identified during the customer call. However, there was no sufficient sample to address the issue.

Event description:
It was reported that on (B)(6) 2024 at approximately 0945, the large volume pump module had allegedly under infused heparin. The intended rate of infusion of 13.8ml/hr with a volume of 250mg, 25000 units in d5 heparin. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that on (B)(6) 2024 at approximately 0945, the large volume pump module had allegedly under infused heparin. The intended rate of infusion of 13.8ml/hr with a volume of 250mg, 25000 units in d5 heparin. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 29jul2024 at approximately 0945, the large volume pump module had allegedly under infused heparin. The intended rate of infusion of 13.8ml/hr with a volume of 250mg, 25000 units in d5 heparin. There was patient involvement but no harm.